Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. Upon initial inspection of the device, the distal tip of the soft cannula was observed to be damaged. Due to this damage, the soft cannula was measured to be out of specification and fluid was not able to flow through the entire fluid path. The formed needle was also observed to be bent. It could not be determined how or when this damaged occurred. The download data shows not irregularities that would indicate a struggle to deliver insulin.